Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing procedure, the 6mm maryland bipolar forceps instrument was found to have damage to the plastic at the jaw. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and moved intuitively with full range of motion in all directions during manual input articulation. The grip tips opened and closed properly. No product issue was identified. The grips showed expected wear during use.

Event description:
Refer to h11 for follow-up information.